Event description:
Patient revised for fractured locking ring per radiograph. Fragments of locking ring found embedded in liner that had fractured along superior rim. Metallosis noted, secondary to fractured liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).